Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was a call service 078 alarm. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/11/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/18/2017 with the following findings: a review of the pump¿s black box showed cs 078 (motor rewind error) call service alarms. During investigation, the pump rewind, load and prime steps were performed successfully and the pump was exercised for 24 hours with no alarms occurring. The pump was opened and evidence of moisture/corrosion was observed at a motor connector and in the motor drive circuit. The complaint of the call service alarm issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.